Manufacturer narrative:
No service on the ventilator was requested by the user facility, who concluded that the air gas module was faulty. The user facility used a third party service provider for repair of the ventilator. No parts or ventilator logs have been returned for investigation. Since no parts were returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low air supply pressure. There was no patient harm. (B)(4).